Event description:
It was reported that meal announcements were missed, after which the customer support team guided the user through setting up a replacement ilet, including preparing a new cartridge and infusion set, applying a new libre 3 plus cgm, entering weight, completing a rewind, and pairing with the mobile app. Symptoms included unannounced meals with potential glycemic variability. Outcomes included successful device setup education and restoration of therapy operation. Investigation included technical support review, device setup verification, and user education on proper meal announcement and system use. Investigation of this case revealed user-related use error related to inconsistent meal announcements, with no device malfunction observed. It was concluded that the event was attributable to use error, and the device performed as intended following re-setup and guidance.